Manufacturer narrative:
Information contained in this report was previously submitted through psr 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted submitted. Device evaluation: visual analysis of the returned device identified: underweight, opening extended and crease flat. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported capsular contracture, baker grade iii/IV. The device was explanted and replaced. Left side.